Event description:
The customer contact reported a leak of a chemotherapeutic agent. The primary plumset was being used to deliver an unspecified chemotherapeutic agent, at an unspecified rate, via a plum pump. After an unspecified length of time in use, it was reported that solution leaked from the filter. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested no add'l info was provided including how the solution that leaked was cleaned up or if the tubing set was replaced and the therapy was resumed.

Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation: therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.